Manufacturer narrative:
(B)(4). Per the ccp, they found the monitor this way, exact date unknown. This is a back-up unit. No surgery/patient involved. The arterial monitor was repaired at the hospital by user facility¿s biomedical engineers (biomeds).

Event description:
It was reported that during the use of the device for a non-clinical activity, the pressure port was broken off the arterial monitor. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The product surveillance investigator wrote to the biomedical engineer to determine what repair action took place, but diligence attempts were not returned. No additional action will be taken at this time.